Event description:
During a laparoscopic appendectomy procedure, the surgeon used the device to transect the appendix. Device fired and upon removal of reload, the metal part of reload remained in gun. New device was used to finish the case. There was no pt consequence.